Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006, repair of incarcerated incisional hernia with composix kugel mesh. On (B)(6) 2007, excision of composix kugel mesh and repair of recurrent incisional hernia with a non-bard mesh. Reportedly, the composix kugel mesh "had shrunk considerable and was somewhat distorted. There were multiple adhesions to this."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the info available at this time, no definitive conclusions can be made. The info provided indicated the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.